Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient experienced ventricular fibrillation on day four of impella support. The impella was repositioned at bedside. Several hours later the patient was taken to the cath lab and the impella was repositioned under fluoroscopy and no additional coronary blockage was noted. It was further reported that the patient had red urine but did not have hemolyzed labs. The physician did not want to reposition the impella again due to difficulty with positioning previously. The patient is slowly being weaned for removal and is being closely monitored for worsening blood presence in urine.

Manufacturer narrative:
The investigation into the vf/vt/af/at (vfib) and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the positioning issue was not determined because no product was returned, and not enough clinical information was given. As the necessary information was not provided, the root cause of the vt/vf was not determined. D6a, d6b

Event description:
There is not enough information to associate use of device with outcome.